Manufacturer narrative:
Evaluation results: inherent risk of procedure - (dislodged). Patient's condition affected effectiveness of device (lesion morphology) - severe calcification and tortuous. Related to another drug/device - (previously deployed stent in left main). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification and tortuous. Inherent risk of procedure - (dislodged). Operational context caused or contributed to the event - (previously deployed stent in left main). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a lesion in the lcx but the stent dislodged. The stent was removed from the patient. Evaluation summary: the distal tip was flared and damaged. The stent was not returned with the delivery system. Crimp impressions were evident along the balloon image review: review of the procedural images confirmed a cto in the lcx. There was a previously deployed stent visible in the left main artery which was heavily calcified. The images capture delivery and inflation of pre-dilation balloon in the lcx. There are no images showing the attempted delivery of the endeavor resolute or the subsequent withdrawal of the delivery system. The dislodged stent is visible on the guidewire at the proximal end of the previously deployed stent in the lma. A balloon was delivered and inflated in the proximal section of the previously deployed stent. The images capture the successful retrieval of the resolute stent. Further pre-dilations were performed at the lesion site in the lcx and an unidentified stent was successfully delivered and deployed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).